Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy with sleeve resection surgical procedure, the error 32056 occurred, and universal surgical manipulator (usm) 2 could not be used. System functionality was reportedly checked prior to use, and no issues/errors were noted. The site had performed a hard power cycle the system, but the issue could not be resolved. The site then elected to convert to laparoscopic surgery. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the procedure conversion did not result in increasing port size incision or adding additional ports. It was confirmed that there was no patient harm, injury or adverse outcome.

Manufacturer narrative:
Based on the claim against the product by the site noting that error 32056 occurred, and universal surgical manipulator (usm) 2 could not be used, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Error 32056 occurred after the fse powered on the system. The fse performed a hard power cycle, but the error persisted. The fse found errors 32056 and 48100 in the system log. The fse noted that the errors were pointing to an issue with the axes controller arm (aca) board in usm 2. The fse then replaced usm 2 to resolve the reported problem. The system was tested and verified as ready for use. The customer reported complaint was confirmed based on the field evaluation. Isi has received the usm for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to repeated error not allowing usage of usm 2. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and tested in normal mode. Failure analysis investigations could not reproduce the reported failure (error 32056). However, the error could be confirmed as having occurred in the error log. The usm passed all tests that were performed on a psc (patient side cart) fixture test platform (pftp).

Event description:
Refer to h10/h11 for follow-up information.